Manufacturer narrative:
The customer service center specialist (csc) instructed the customer to check the cuvette washer. The customer found the cuvette washer to be leaking from the peristaltic tubing at position 1. The csc requested from the customer to replace the tubing. The customer replaced the tubing, peristaltic head (rohs) which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the part was replaced. A review of tracking and trending did not reveal any trends for the architect c8000 processing module or the tubing, peristaltic head (rohs). Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentrations and erratic sample results and provides removal, replacement and verification procedures for the tubing, peristaltic head (rohs). Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for one patient. The following data was provided: sid (B)(6) initial potassium result was 4.3 meq/l, repeated 9 meq/l. No impact to patient management was reported.